Event description:
It was reported that; during surgery tip of 4.5 tap broke off.

Manufacturer narrative:
Method: the reported event was confirmed via visual inspection. The fractured piece(s) were not returned. Manufacturing records were reviewed and no relevant issues were found. The risk file states that too much torsional force applied may result in tap breakage and the potential root cause for this type of hazardous situation is awl not used for hole prep. Conclusion: the probable root causes of this event are user error - awl not being used to prepare the pedicle.

Event description:
It was reported that: during surgery tip of 4.5 tap broke off.